Event description:
The reporter did back to back blood glucose tests and got results of 431 and 301 mg/dl. Tests were performed minutes apart. There were no symptoms. Reporter stated that she had not cleaned her meter since purchase about a month ago.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8